Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It it was reported that a balloon rupture occurred. The target lesion was located in the forearm vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first dilation, it was noted that the balloon ruptured at 8atm for 8 seconds. The device was simply removed from patient's body. The procedure was completed with another of the same device. No complications were reported and patient's status was good.